Event description:
Baxter received a customer report involving an elastomeric device used to infuse 220 mls of an unk concentration of 5fu and normal saline to a pt intravenously. In february 2006 the infusor was weighed by spring balance to determine its volume by weight. The volume during this time was 60 ml. The next day it was discovered that the infusor had no solution in the balloon. The expected infusion time for this last 60 mls of drug solution was 12 hours. There was no injury or medical intervention that resulted from this incident.